Event description:
A medtronic representative reported that the surgeon was conducting a standard functional endoscopic sinus surgery (fess) and lost tracking with the straight and curved suctions several times. Surgeon discontinued use of navigation and finished the surgery without any harm to the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. All of the instruments tracked normally. The reported event could not be duplicated by medtronic personnel. The rep provided troubleshooting instructions to the surgeon. She showed the surgeon how to reposition the emitter and diagnose if they were operating towards the edge of the em field. No further issues reported.